Event description:
Customer called lfs on 9/18/02 alleging that their meter would only prompt the "not ok" message. Patient did not have any reportable symptoms. Patient did not receive any medical care beyond home treatment. Ccr walked customer through a check strip test and the meter would still prompt "not ok". Customer did not have any control solution. No adverse event or serious injury occurred. Ccr replaced patient's meter and control solution.